Event description:
As reported, a hole was identified in the phasix st mesh packaging during the procedure, which is thought to have caused it to open incorrectly. The mesh was not used on the patient. There was no patient injury.

Manufacturer narrative:
As reported, a hole was identified in the phasix st mesh packaging during the procedure. The mesh was not used on the patient. The sample was discarded by the user facility. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured according to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.